Manufacturer narrative:
Evaluation: the customer returned the complaint device in a used and damaged condition. An examination found that the balloon has ruptured, with approximately 2.5 cm of balloon material still attached to the proximal bond site, leaving 1.5 cm of balloon material unaccounted for. The tip material exhibited elongation, extending beyond the distal end of the balloon approximately 6.5 cm. Most likely the balloon separation occurred when the device was being withdrawn, due to the condition of the tip material. We have seen circumferential tears in the balloon material, however, only after a longitudinal rupture has occurred. Unfortunately, without the separated section of balloon material, we are unable to confirm with certainty, if a true circumferential tear occurred. The rated burst pressure for the above listed device, which is located on the product label as well as on the strain relief informs user not to exceed 15 atm. The customer has informed us that the balloon did not exceed 5 atm. We have seen this type of failure occur when the device was inflated in a heavily scarred area of the vessel of possibly placed in a restricted vessel, where calcification is present, or the device exceeded the rated burst pressure. Since the customer has insisted that the device did not exceed 5 atm, we are unable to determine with certainty how this incident may have occurred.

Event description:
In 2007, physician was dilating an av fistula, and the balloon ruptured at low atm in a circumferential manner; not longitudinally as they normally do. At 5 atm the balloon ruptured, and the physician had a difficult time getting the balloon out of the sheath. He originally questioned if he had gotten it all.